Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6), 2005. Subsequently, the patient began to experience anterior hip pain and radiographs revealed radiolucency. It was further reported that the patient was positive for pseudotumor and metal ions. A revision procedure was performed on (B)(6), 2011 and the acetabular cup, acetabular liner and modular head were removed and replaced.

Manufacturer narrative:
User facility forwarded a report after receiving a faxed letter from biomet on (B)(6), 2011 with event details. This follow-up report is being filed to make the FDA aware that both the manufacturer report number and the attached user facility report are for the same patient, part number and event. This report filed (B)(6), 2011.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number fifteen states, "metal on metal articulating surfaces have limited clinical history. Although mechanical testing demonstrates that metal on metal articulating surfaces produce a relatively low amount of particles, the total amount of particulate produced remains undetermined. Elevated metal ion levels have been reported with metal on metal articulating surfaces. Because of the limited clinical and preclinical experience, the long-term biological effects of the particulate and metal ions are unknown". The articulating surface of the cup showed evidence of scratching and staining, possibly by protein deposits. Wear on the cup appeared to be biased towards the edge of the bearing surface such that the chamfer was largely worn away in one area. It is possible that this wear might have occurred due to dislocation or subluxation of the head. The user facility was notified of the event on (B)(4) 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report submitted april 25, 2011.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2005. Subsequently, the patient began to experience anterior hip pain and radiographs revealed radiolucency. It was further reported that the patient was positive for pseudotumor and metal ions. A revision procedure was performed on (B)(6) 2011, and the acetabular cup, acetabular liner, and modular head were removed and replaced.